Event description:
It was reported that according to medical instructions, the patient underwent transurethral prostate surgery under spinal anesthesia, and a single use sterile indwelling foley catheter was placed for urinary drainage. During the ward round, it was found that the catheter had fallen out, and further examination revealed that it was due to balloon rupture. A new catheter was immediately replaced to continue urinary drainage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.